Event description:
Healthcare professional reported right side "evolved with pain ","change in breast contours in the right breast","the implant already exposed through the seroma drainage hole" and "later secretion from the surgical wound." Healthcare professionally additionally reported right side capsular contracture baker grade IV. Device has been explanted.

Manufacturer narrative:
(B)(4). A review of the device history record has been completed. No deviations or non-conformances noted. The events of capsular contracture, seroma, and exposure are a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade IV, seroma-late, exposure.